Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by a health insurance company employee that the customer received emergency medical assistance and got hospitalized due to low blood glucose with blood glucose of 32 mg/dl at the time of the incident. The caller stated the customer's pump was not alerting them for highs or lows as they did not have a sensor. The customer was given food to treat the low. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The caller stated the pump drive support cap was loose. Troubleshooting was not completed as the caller declined. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the drive support was as designed. It was reported via phone call that the weight has been changed to (B)(6).